Event description:
This report is being filed after the subsequent review of the following journal article: opening wedge low tibial osteotomy: a minimally invasive approach. Lui, t.h. (2011) opening wedge low tibial osteotomy: a minimally invasive approach. Foot and ankle surgery 17: 1-7. (B)(6) year old female patient with multiple exostosis underwent percutaneous varus opening wedge osteotomy in august 2009 using the synthes lcp metaphyseal plate. Postoperatively, it was complicated with wound breakdown of the osteotomy site. Wound swab did not yield any organism. She was treated with daily dressing and the wound healed up. This report is 1 of 1 for complaint (B)(4). This report is for an unknown lcp metaphyseal plate. A copy of the journal article is being submitted with this medwatch.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Lui, t.h. (2011) opening wedge low tibial osteotomy: a minimally invasive approach. Foot and ankle surgery 17: 1-7. This report is for one unknown lcp metaphyseal plate/lot unknown. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.